Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 42 mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was hypoglycemia. The emergency medical service gave customer IV. Customer was wearing the pump at time of hospitalization. Customer was advised to monitor pump and call healthcare provider to discuss possible causes of low blood glucose. Customer went to threshold suspend and his blood glucose was 136 mg/dl. Customer doesn't exhibit symptoms of low blood glucose.